Event description:
Spoke to patient, she is having issues with her nebulizer tubing (pari plus) she asked for one to be added to her ohtuvayre order as she insists the medication is nebulizing slower. Dose: inhale the contents of 1 ampule via nebulizer in the morning and in the evening.